Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, technician found coupling on the machine side was not tight, loose. The device was repaired and returned to customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported the device falls apart. During service, technician found coupling on the machine side was not tight, loose. This is report 1 of 1 for #(B)(4).